Manufacturer narrative:
Insulin pump passed self test, sleep current measurement, active current measurement and displacement test. No battery alert noted during testing. No trace pointers are invalid noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had trace pointers are invalid error and also report change battery now alarm which occurs often. Customer's blood glucose value was unknown at the time of the incident. Troubleshooting was performed. Insulin pump will be returned for analysis.